Event description:
It was reported that the device was used during a video assisted thoracic surgery. It was reported by the rep that the et45g was introduced into the chest cavity and the reload fell out into the chest. The surgeon retrieved the reload, and believed the stapler to be defective. Another et45g instrument was opened and used to complete the case. There was no consequence to the pt.